Event description:
During the procedure, the device broke at the distal end junction of the floppy segment and the proximal portion of the device. The proximal portion was removed from the patient and the distal portion was removed with the microcatheter. The entire device was removed from the patient and there was no clinical consequence.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that polyfluoroethylene (pfte) coating was slightly peeled up from the stainless steel core wire at in a section 50cm from the proximal end. The torque device brass collett markings were noted on the device, it appeared that the torque device had been dragged down this section of the device. This damage is due to the insufficient tighten of the torque device onto the guidewire during use. The directions for use specifically instructs the torque device to securely tightened to prevent damage to the ptfe coating. This damage is consider user related. The nitinol tubing was separated 10.6cm from the distal end and the core wire had also separated 10-9cm from the distal end. The device was wavy on its distal section, this is indicative that the device was torqued. Scanning electron microscopy of the fracture sites found no material anomalies. The distal and proximal core wire fracture sites showed dimples and signs of ductile rupture. The proximal end appeared to have been compressed on its sides. The fracture surfaces of the nitinol tubing also demonstrated dimples and some evidence of ductile rupture. The proximal core wire from the condition of the returned device it appeared that the guidewire was torqued and then separated, this is suggestive that excessive force was applied resulting in torsional stress, ductile overload and the device breaking. The most likely cause of the reported device break was operational context.

Event description:
During the procedure, the device broke at the distal end junction of the floppy segment and the proximal portion of the device. The proximal portion was removed from the patient and the distal portion was removed with the microcatheter. The entire device was removed from the patient and there was no clinical consequence.